Event description:
Clinical trial. It was reported that 701 days following a coronary artery drug eluting stenting treatment procedure the pt expired. The index procedure identified and treated a de novo, 80% stenosed, mildly tortuous, 2.5x5mm lesion of the distal rca (right coronary artery) using direct stenting with a 2.5x12mm taxus express2 drug eluting stent resulting in 0% residual stenosis. The pt was discharged the next day on asa and plavix. The pt expired 701 days following the index procedure after experiencing a myocardial infarction (mi) one day prior to death. The mi was treated with placement of another MFR's bare metal stent and balloon angioplasty of the r-pda (right posterior descending artery). At the time of these events, the pt was reported to be taking plavix and not asa.

Manufacturer narrative:
Mfg records for this batch found that the device met its material, assembly and product specs, at the time of release to distribution. A unit has not been returned for review, therefore, a technical analysis cannot be carried out. The root cause is unk.